Manufacturer narrative:
A partial lead with the connector pin measuring 27.9cm was returned for analysis. External insulation abrasions were noted at 14.2-14.6cm and 18.0-19.0cm from the is-1 connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations. A fracture of the outer coil was noted at the is-1 connector ring. This fracture is consistent with the observation from the field of inappropriate therapy.

Event description:
It was reported that the patient received inappropriate shocks. The lead was explanted and replaced. Patient condition was good.